Manufacturer narrative:
The field service representative (fsr) performed a variety of troubleshooting procedures and replacement of multiple parts. A specific cause was not identified. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. There have been no further occurrences of discrepant patient results after the service troubleshooting was performed. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of falsely elevated sample results, including wash buffer dispense at the pipettors, wash zones, damaged, misaligned, or dirty probes; module contamination; leaking syringes and valves and hardware failure. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with the architect I system. Based on the information available, no systemic issue or deficiency was identified.

Event description:
The customer performed a lookback of patient results and identified 2 additional discrepant samples requiring correct reports: sid (B)(6),(B)(6)2020 0.17 ng/ml repeat on (B)(6)2020 0.01 ng/ml sid (B)(6), (B)(6)2020 0.41 ng/ml repeat on (B)(6)2020 0.00 ng/ml no adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat troponin-I result of 0.141 ng/ml was generated for a patient sample that retested at 0.00 ng/ml. It is unknown whether the patient received any treatment based on the positive result. The patient has been discharged. No medical treatment or injury was reported. No adverse impact to patient management was reported.